Manufacturer narrative:
Product complaint # pc-(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. An opened box, a detached needle, a suture piece and three unopened samples of product were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and slightly marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture was cut appears to be by the use of a surgical instrument. Also, a functional test was performed and the tensile force were above the minimum requirements. In the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Due to the opened sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample. Per the condition of unopened samples, no performance - breakage suture was found on the sutures and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. There were no adverse patient consequences. No additional information was provided.